Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was having an allergic reaction. The dermatologist believes that it was the implant. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having an allergic reaction. The dermatologist believes that it was the implant. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient was having an allergic reaction. The dermatologist believes that it was the implant. The patient will undergo an explant procedure.